Event description:
As reported, the inner product pouch of a 5f exoseal vascular closure device (vcd) was found to be damaged and the package leaked air when it was taken out of the box in the department. After checking the product, the department decided not to use it because the sterility of the product might have been compromised. Another 5f exoseal was unpacked and found that there was a contamination in the package. There was no reported patient injury. For product one the sterile pouch could not be confirmed if it was received open/compromised. The problem was found when checking before procedure. Product two the package was intact. It is not possible that the product had been purposely opened in anticipation of use, and when not used was reshelved. The condition was noted after it had been received, and stored in the lab, prior to using. The device was stored in the lab in a consumable storage cabinets in the catheterisation suite. Product one was damaged, the device was not used, the client did not unpack it further and product two the device was not used. The procedure was an interventional arterial vessel procedure. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the inner product pouch of a 5f exoseal vascular closure device (vcd) was found to be damaged, and the package leaked air when it was taken out of the box in the department. After checking the product, the department decided not to use it because the sterility of the product might have been compromised. Another 5f exoseal was unpacked and found to have contamination in the package. There was no reported patient injury. For product one, the sterile pouch could not be confirmed if it was received open/compromised. The problem was found when checking before the procedure. For product two, the package was intact. It is not possible that the product had been purposely opened in anticipation of use, and when not used, was reshelved. The condition was noted after it had been received and stored in the lab, prior to use. The device was stored in the lab in a consumable storage cabinet in the catheterization suite. Product one was damaged, the device was not used, the client did not unpack it further, and product two was not used. The procedure was an interventional arterial vessel procedure. (B)(4): a non-sterile unit of product ¿vascular closure device 5f-us¿ was received; however, the original packaging was not returned for analysis. The following conditions were found: a kinked condition was present in the delivery shaft located approximately 4cm from the distal tip; the deployment lever was not depressed; the indicator window was received in the black/white position; the plug was not deployed; the cowling/guard was received unlocked; the back bleed port was set at its original position, and the indicator wire was not deployed. No other outstanding details were observed on the returned part. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, and the measurements were taken near the kink. Results were found within specification. The reported events of ¿packaging/pouch/box-compromised sterility-sterile barrier breached¿ and ¿packaging/pouch/box-foreign material in sterile package-moveable particle¿ were not confirmed through analysis of the returned devices since none were received with their original packaging. The exact cause of the issues experienced could not be determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the compromised sterility and foreign material in the sterile pouch reported, especially since images of these conditions were not provided. However, it is possibly related to storage/handling factors. As warned in the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use the exoseal¿ vcd if the package is damaged or any portion of the package has been previously opened.¿ neither the product analyses, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.